Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturer report number: 2182269-2021-00034. During a left cervical radiofrequency thermoablation procedure, when the grounding pad was removed from the patient, a burn was noted at the grounding pad site. The grounding pad was placed on the back of the patient on prepped, non-diaphoretic skin, free of hair with no pad overlapping. The patient was treated with a topical cream and is currently in stable condition. The generator settings were 90 degrees celsius for 1 minute 30 however, the temperature didn't go above 40 degrees celsius. At that time the patient reported they felt a burning sensation. Additionally, it was noted that the patient had a neurostimulator scs implanted, but this was powered off during the procedure. There were no further performance issues or alarms sounding on the generator.